Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7070902. Product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7011802.

Event description:
It was reported that the patient could not get any stimulation coverage on the right side. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced.